Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt # 5: male pt experienced a right femur fracture on an unknown date and was implanted with a angled blade plate and screws. It was discovered the pt had a non-union, broken plate, four (4) broken screws and a lag screw that migrated. Pt was returned to the operating room, hardware was removed and pt was revised to a nail and screw. It cannot be verified if the product is synthes product. This is 4 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.